Manufacturer narrative:
Dentsply sirona became aware of a serious injury that occurred while using the [ankylos] implant system. This report is for the dental abutment device. The dental implant device report will be submitted separately. Trend is tracked and monitored.

Event description:
It was reported that the cover screw could not be removed which led to the explantation of the implant.